Event description:
During an attempt to deliver a shock the device indicated connect electrodes and use of the device was inhibited. The device operator held the therapy cable in against the therapy connector and was able to successfully deliver a shock to the patient. The reporter stated there were no adverse affects to the patient as a result of device operation.